Event description:
The patient was enrolled in a clinical trial. During the stent procedure, the rx accunet embolic protective device did not deploy. Two devices were tried; the first came in contact with the guidewire and would not deploy, the second did not deploy due to the tortuosity of the carotid artery itself.